Event description:
Failed right total ankle arthroplasty. Excuberant bone around the ankle, totally encased the total joint in bone. Removal of agility ankle with ankle fusion using femoral heal allograft, bone graft from right proximal tibia, removal of screws across calcaneous and 2 screws across distal fibula. Short leg cast applied.